Manufacturer narrative:
No devices were returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the tap cap was missing, the site attempted to pull the pin out with the slap hammer and divot on pin that connects to slap hammer broke so that was no longer an option. The surgeon then attempted to remove the perc pin using pliers and in that effort, the distal tip of the perc pin broke off in the patient's posterior superior iliac spine (psis). There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient.

Event description:
Additional information was received stating that the issue occurred because the perc pin was put in without the ¿tap cap¿ that is used with it. Proper use and placement would have allowed for the pin to be put in without damaging the spring, which was inevitably the reason they were not able to remove it properly. The broken part was removed from the patient. There was no intervention required.

Manufacturer narrative:
H2) additional information was added to the event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.